Event description:
Per the clinic, the patient experienced a skin infection due to healing issues, and extrusion of the receiver/stimulator. The patient underwent a skin revision surgery on (B)(6) 2020. However, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of this report.